Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There were reportedly strange readings on the pump. The pump and patient reportedly were not available to troubleshoot the issue. It was noted that the patient experienced a blood glucose (bg) value in the range up 53 mg/dl. No symptoms were indicated. The reported bg value does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.